Event description:
A distributor contacted zoll to report that a patient had skin irritation under her back therapy electrode (te) pads. The patient started using a hydrocortisone cream which did not help. The patient consulted her doctor who recommended using a powder. Follow-up indicated that the patient's irritation had not improved. The medical outcome of her irritation is unknown at this time.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.